Manufacturer narrative:
(B)(4).

Event description:
It was reported that during system implant, a cut was observed on the insulation of the right ventricular lead. It was noted that the cut was not seen prior to implant but the cause was inconclusive. The lead was removed and a replacement lead was successfully implanted.